Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. An inoperable implant due to not charging the device was reported to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Related manufacturer report number: 3006705815-2023-05105. It was reported that the patient had stopped charging their thoracic scs ipg leading to the device becoming inoperable. In addition, the patient also reported experiencing pain at the site of their cervical ipg. Surgical intervention was undertaken on (B)(6) 2023 wherein their cervical and thoracic ipg's were explanted, replaced, and therapy was restored.